Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50. Serial: (B)(6), batch: 2000019583. UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 21269747. UDI (B)(4). Product family: scs-linear leads. Upn: m365sc2218700, model: sc-2218-50, serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-50, serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information indicated that the spinal cord stimulation (scs) system was explanted due to inadequate stimulation. In accordance with facility policy, the explanted devices will not be returned. No additional adverse effects were reported, and despite good faith efforts, no further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 2000019583, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 21269747, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-50, serial: (B)(6), batch: 7071624, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-50, serial: (B)(6), batch: 7079061, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available.